Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in the us so the unique identifier is blank.

Event description:
The screen was blackout suddenly and could not be used. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: the pcb board has been repaired. Correction information: h6: coding changed, based on the investigation result.